Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent abdominal sacrocolpopexy, adhesiolysis , anterior colporrhaphy with site specific repair, and cystourethroscopy due to pop, sui, enterocele, and cystocele. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia. During the surgery the sling was placed on the right and had to be removed because of a small amount of feces was noted near the sling. A new sling was then brought forward after re-prepping. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced urge incontinence and urgency.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent adhesiolysis & cystourethroscopy due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia. During the surgery the sling was placed on the right and had to be removed because of a small amount of feces was noted near the sling. A new sling was then brought forward after re-prepping. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.